Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 continuous glucose monitor (cgm) sensor to the ilet pump, after which the sensor connected and initiated warmup without further intervention or troubleshooting. No adverse clinical symptoms reported, alerts, or alarms. Outcomes included no impact on therapy, no medical intervention, and no hospitalization. User support included a review of the reported pairing behavior and device use sequence. Investigation of this case revealed an initial pairing failure with subsequent successful connection, with no device malfunction confirmed and no component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue which resolved spontaneously.